Event description:
Customer reportedly obtained results of 577mg/dl, hi, 181mg/dl, 544mg/dl, and 179mg/dl within 10 minutes on the advantage system. Customer also reportedly received results of hi and 200mg/dl on the advantage system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in the home.